Manufacturer narrative:
Additional information was received on 8/10/2018. The implant date was updated to (B)(6) 2003. The explant date was updated to (B)(6) 2018. The event date was updated to (B)(6) 2018. The serial number was added. The investigation of the returned product was completed by the failure analysis lab on 8/18/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018 right sided deflation was caused by a dog bite. Upon receipt by mentor, the device was received without fluid. White and brown material were observed within the device and on shell surface. During evaluation, multiple crease lines were observed on both anterior and posterior aspects. Two rents were observed. Rent a, measuring approximately 0.2 cm, was observed within a shell abrasion area on the anterior aspect. Rent b, measuring approximately 0.1 cm, was observed within a crease line,on the posterior aspect. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the brown and white material observed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. On 9/6/2018 mentor became aware that the lot number was erroneously omitted from the initial report submitted on 7/16/2018 and has been added to this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018 right sided deflation was caused by a dog bite. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.